Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failure;not failure, but broken prong on system controller cable.specific component(s) involved: external controller malfunction;prong broken on system controller cable.causative or contributing factor: patient error in caring for system;intervention(s): replacement of external controller;type: both (in the same or visit).